Event description:
Pt reported that he is unable to upload data from his glucose monitoring system to his physician. There is a software issue with the device stated pt. Pt called MFR to report issue and was told they are aware of the issue with the device and they have not resolved the issue as of date. Pt stated medtronic is unable to update the software system of the device on time. Pt stated he wants FDA to have stricter requirements for MFR's that use software systems.